Manufacturer narrative:
Device manufacture dates: monitor - 09/2006, battery pack - 02/2003, battery pack - 12/2004, battery pack - 09/2006, battery pack - 11/2006, battery charger - 08/2006, battery charger - 11/2006, electrode belt - 10/2002, modem - 05/2006. H3. Device evaluation summary: device evaluations of the returned equipment have been completed. The reported problems (neither battery pack would boot the monitor, charger faults when the battery packs were plugged into the charger, and the monitor began to smoke when a replacement battery was inserted) were confirmed. The cause of the reported problems was a shorted tantalum capacitor (c9) on the defibrillator pca within monitor. C9 had developed an internal short circuit which, in turn, shorted the (+) and (-) battery inputs and resulted in excessive current draw across c9. The root cause of the c9 failure cannot be positively identified but was likely a random component failure. The shorted c9 capacitor in the monitor resulted in blown fuses in battery packs, when the battery packs were plugged into the monitor. The blown fuse caused the charger fault light to illuminate when the battery packs were plugged into the charger. Battery pack passed all functional tests. Two battery charger passed all functional tests. Electrode belt passed all functional tests. Modem passed all functional tests. No adverse event resulted from the c9 failure. The patient received a complete replacement system.

Event description:
A male patient contacted lifecor customer support to report that neither of his battery packs will boot the monitor. The patient states that the battery he removed from the charger was showing a full charge when he inserted it into his monitor. The battery he had just removed from the monitor showed a battery charger fault when he plugged it into the charger. He also stated after the battery on the charger would not boot the system, he inserted it into the charger and then it also showed a charger fault. The patient's battery packs and charger were replaced for evaluation. The patient called back stating that he received his new batteries but when he placed one of them into the monitor it began to smoke. The patient's monitor, battery packs, charger, electrode belt, and modem were replaced for evaluation.